Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had increasingly shorter battery life; at the time of call the insulin pump battery life was one day. The patient's blood glucose at the time of incident was 5.2 mmol/l. The customer received a replace battery now alarm. Troubleshooting was initiated for the alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. There were no apparent anomalies noted on the insulin pump or battery cap. However, the insulin pump was eligible for replacement. The insulin pump has not been returned for analysis at this point in time.